Event description:
The pump was being replaced to avoid in-vivo battery depletion. During the replacement, the catheter was found to have a break, tear, or hole. The catheter was also replaced. There was reported to be no pt injury.

Manufacturer narrative:
(B) (4) - the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.